Event description:
Patient reports the blue tag/flap on the mouth piece of their inhaler is broken. No adverse events or missed doses were reported. Unknown if product is available for return. No additional information or details available. Indication: chronic obstructive pulmonary disease with (acute) exacerbation.